Event description:
It was reported that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. It was also reported that the drive support cap is flush. Customer's blood glucose level at the time 190mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.